Event description:
During stage 2 deep brain stimulator implant (attachment of stimulator and extension to leads), low impedances were detected. Impedances were 117 ohms on bipolar pair 1-2; impedances were 750 ohms on unipolar pairs case-1 and case-2. Other values were normal. The patient had dystonia (unclear if this represented a pre-existing condition, lack of effect, or side effect). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).